Manufacturer narrative:
Updated sections - d10, h3, h6, h10 analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that post-implant, the implantable cardioverter defibrillator right ventricular lead had high capture thresholds and loss of pacing for a period of time. Fluoroscopy revealed that the right ventricular lead was dislodged. The lead was repositioned but the capture threshold remained high, so the lead was explanted and replaced in the same procedure. The patient was asymptomatic and in stable condition.